Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas). Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 33 days. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a driveline infection and was hospitalized. On (B)(6) 2017, the patient experienced yellowish driveline exit site drainage. This area was cultured and there was no growth to date. The patient experienced minimal discomfort at driveline exit site at the time and required daily dressing changes. The patient returned to clinic the morning of (B)(6) 2017 and was found to have volume overload, which may have been confounding/ contributing to driveline exit site drainage. No abdominal pain along driveline; however the patient experienced slight irritation at the sutures which were subsequently removed. On (B)(6) 2017, driveline exit site culture revealed no organisms were seen with moderate white blood cells. On (B)(6) 2017, enterococcus faecalis growth was present in enrichment broth only. The patient then experienced a new superficial infection with greenish/whitish drainage at the lvad driveline exit site. The patient was started on doxycycline for a 2 week course on (B)(6) 2017. On (B)(6) 2017, it was reported that no growth from previous culture taken on (B)(6) 2017. No evidence of drainage, erythema, or tenderness upon evaluation. Doxycycline was discontinued by patient around (B)(6) 2017. No recurrence noted on subsequent clinic visits. No additional information was provided.